Event description:
Md using device to perform circumcision. While applying pressure and tightening nut, a small piece of device broke off. Observers (2) noted bell slightly out of alignment of grooves. Broken piece not noted until end of procedure. Foreskin/penis required 2 sutures to repair. Device available for eval could not identify.